Event description:
I used renu with moisture loc contact lens saline solution from 02/01/05 through 12/01/05. I was diagnosed with fusarium keratitis in my left eye. My vision was impaired, I lost time from work and couldn't drive. I stopped taking anti-fungal drops every hour on the hour on 03/25/06. My cornea is permanently scarred. I cannot wear contact lenses and I am still under care of my eye dr.